Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported the outer packaging of two sets of catheters is not closed. The affected products were not used on patients. No other information was provided. It was reported this occurred with two devices. This report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an inadequate packaging seal is confirmed and was determined to be related to manufacturing. The product returned for evaluation was two opened 4fr sl groshong nxt clearvue catheter kits. A gross visual inspection of the returned units found that the adhesive wax seal pattern was not present on the corner of the bottom web where the peel tab is located. Microscopic inspection of the top web confirmed that a segment of adhesive wax was still present on the top web which matched the pattern of the bottom web. These features indicated that the adhesive had not properly activated during the outer packaging sealing process, preventing a full seal transfer to occur. The investigation was forwarded to the manufacturing facility for further evaluation.

Event description:
It was reported the outer packaging of two sets of catheters is not closed. The affected products were not used on patients. No other information was provided. It was reported this occurred with two devices. This report addresses the second device.